Event description:
"During surgical procedure for btb grafts using nitinol guide pin, the guide pin was broken leaving the broken tip in the bone (approx 5mm). Breakage occurred at a point between femoral socket and graft. Endobutton instead of bio-interference screw was reportedly used due to procedure change during the operation." (From initial reporter). This device is used for treatment.